Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings:the pump emitted a call service (078) alarm during the rewind step of the prime sequence. Investigation revealed a motor failure. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a motor failure. This report is made based on results of the investigation performed on 11/25/2015.